Manufacturer narrative:
Per communications with a philips field service engineer (fse), the customer was reluctant to provide additional information before speaking with their legal department and refused to provide patient information due to hippa. Repeated attempts to obtain information from the customer have been unsuccessful. Philips cannot rule out a malfunction of the device; the fse indicated that it is believed is customer is not claiming the philips equipment malfunctioned, and it seemed someone might have turned off an alarm which could have resulted on an incident, however, no further details have been provided by the customer. Attempts to obtain information have been unsuccessful. No parts have been ordered and no repair was found to be initiated . We will consider that the device remains in use at the customer site, as no subsequent calls have been logged from this customer for this type of device/issue. No further investigation or action is warranted at this time. Should additional information become available, this report will be reopened for an investigation.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The customer reported a possible patient incident. Per communications with the fse, the customer was reluctant to provide additional information before speaking with their legal department and refuse to provide patient information due to hippa. Based on the limited available information, this will be considered a reportable adverse event at this time.

Event description:
The customer reported a "possible patient incident". It is unknown what type of incident occurred, however, the philips field service engineer (fse) involved in this case indicated that someone may have turned off an alarm, which resulted in the patient incident.